Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 1 year and 7 months. Through follow up with the surgeon, it was indicated that this event was due to patient related factors. However, no other details were provided. The reason for explant is unknown. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be determined. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.